Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer has experiencing high blood glucose since (B)(6) 2015. Readings have been up to the 500 mg/dl range. Mother also stated they found air bubbles in the reservoir. Blood glucose at the time was over 300 mg/dl; treated with manual injection. The drive support cap is recessed. She also reported that the customer jumped into the pool with the insulin pump. It was stated that the device is alarming with a constant tone. No fluid seen under the screen. The customer was not present and the insulin pump was not available to check the alarm history. She would call back when having the device.